Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a resume pump alarm occurred when the user stated that they did not stop insulin delivery. There was no reported impact to the user's blood glucose level. Tandem's technical support reviewed t:connect pump data and could not confirm a resume pump alarm.